Event description:
It was reported that during a stent procedure, guiding catheter placement was lost. When the device and guide wire removed from the anatomy, the stent was missing. No attempt was made to retrieve the lost stent. The pt was sent for aortocoronary bypass surgery for progressive circumflex lesion.